Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that resistance was experienced during the fill process of multiple cartridges. A syringe needle change was performed resolving the issue. Customer's blood glucose was 118 mg/dl.